Manufacturer narrative:
Note that the report received by bd did not include any information on the reporter's name, facility, and contact information. A supplemental report will be submitted should additional information is received by bd.

Event description:
A copy of the medwatch report from FDA was received, which states, "a copy of the medwatch report from FDA was received, which states, bd pyxis cubie did not open when prompted. Medication needed was racemic epinephrine for peds patient with croup." Note that the medwatch report does not include the information of the reporter or complainant, and it does not include the initial reporter facility nor contact information. There was no information on patient involvement nor adverse event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) identified that the drawer was misaligned and confirmed that the issue was resolved and no other repair information was provided. The system functioned as intended after the field service engineer had repaired the device.

Event description:
A copy of the medwatch report from FDA was received, which states, "a copy of the medwatch report from FDA was received, which states, bd pyxis cubie did not open when prompted. Medication needed was racemic epinephrine for peds patient with croup." Note that the medwatch report does not include the information of the reporter or complainant, and it does not include the initial reporter facility nor contact information. There was no information on patient involvement nor adverse event.